Event description:
The customer reported that the system displayed a communication error during a case. The case was completed. There was a momentary boot problem.

Manufacturer narrative:
The error log indicates a one time frame sync error. The ge service rep could not duplicate the problem. The system was returned to service.